Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified based on the currently available details. (B)(4).

Event description:
An optometrist reported that a patient was concerned that the right eye was not healing as well as the left eye two weeks post lasik. The patient was noted to have epithelial ingrowth and blurred vision. Additional information provided states that the patient was seen for a flap lift/rinse and will follow up at a later date.

Manufacturer narrative:
Additional information: the system history shows that the laser was verified successfully prior the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).